Event description:
It was reported that the gastrointestinal videoscope received an incompatible scope error. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a b30 scope communication error and no image. Based on the results of the investigation, the cause of the reported malfunction, communication or incompatibility error was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.